Event description:
It was reported that there was no magnet response, and the device could not be interrogated. The patient was asymptomatic and had not had the device checked since (B) (6) 2006. It was further reported that there was no output. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis revealed the device did not meet expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.